Event description:
It was reported that the left deep brain stimulator was turning on and off. The on/off activation counters were reset. At a follow up visit 2 weeks later the activation counter was 93% used and also there were no activations. Additional info has been requested. A follow-up report will be submitted if add'l info becomes available.